Event description:
The manufacturer received information alleging a ventilator's oxygen valve does not properly open and close in each breathing cycle. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. The device's oxygen blending module board needs to be replaced to address the issue. In addition of the above evaluation, the fio2 was cracked, it needs to be replaced.